Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 713453) for female sterilisation. The patient had a medical history of covid-19, diabetes, parity 3, multigravida and dysfunctional uterine bleeding. Previously administered products included: depo provera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4452 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology report: clinical diagnosis: dysfunctional uterine bleeding site of removal: uterus, cervix, bilateral tubes diagnosis: uterus with cervix and bilateral fallopian tubes, robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy: cervix: - nabothian cysts - dysplasia or malignancy not appreciated uterus: - proliferative-phase endometrium - adenomyosis - myometrial leiomyoma (0.9 cm) - endometrial hyperplasia or malignancy not appreciated fallopian tube, right: - negative for significant alteration - pathologic inflammation or malignancy not appreciated fallopian tube, left: - focal adnexal/peritubal cyst with mild cellular atypia: pending ancillary assessment - addendum result to follow gross description: uterus, cervix, bilateral tubes. The fallopian serosa is tan-pink and glistening and there are several paratubal cysts measuring up to 0.3 cm in greatest dimension. In the left fallopian tube there is a metallic spring a probable intra uterine device. Lot number: 713453, manufacture date: 2010-02, expiration date:2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 713453) for female sterilisation. The patient had a medical history of covid-19, diabetes, parity 3, multigravida and dysfunctional uterine bleeding. Previously administered products included: depo provera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4452 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology report: clinical diagnosis: dysfunctional uterine bleeding. Site of removal: uterus, cervix, bilateral tubes. Diagnosis: uterus with cervix and bilateral fallopian tubes, robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy: cervix: nabothian cysts; dysplasia or malignancy not appreciated. Uterus: proliferative-phase endometrium; adenomyosis; mometrial leiomyoma (0.9 cm); endometrial hyperplasia or malignancy not appreciated. Fallopian tube, right: negative for significant alteration. Pathologic inflammation or malignancy not appreciated. Fallopian tube, left: focal adnexal/peritubal cyst with mild cellular atypia: pending ancillary assessment. Addendum result to follow. Gross description: uterus, cervix, bilateral tubes. The fallopian serosa is tan-pink and glistening and there are several paratubal cysts measuring up to 0.3 cm in greatest dimension. In the left fallopian tube there is a metallic spring a probable intra uterine device. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.